Event description:
Customer reported that she had recently gone to the emergency room due to a high blood glucose level. Blood glucose level was 791 mg/dl at the time of the visit. Customer reported being in a state of diabetic ketoacidosis also. Customer was admitted and was still hospitalized at the time of the call. Customer was wearing the insulin pump at the time of the hospitalization. No further information was provided.

Manufacturer narrative:
(B)(4). Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.